Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer 3 was failed. Pharmacy technician logged in and recovered successfully. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie drawer had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.